Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user / use error. The complaint states that the stent was implanted in a bifurcated lesion. Lesions involving a bifurcation are listed in the contraindications section of the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was long, bifurcated located in the left main coronary artery(lmca) extending into the proximal left anterior descending (lad). The lesion was 75% stenosed, 4.0mm in diameter and 15mm long. The target lesion was treated with predilation and placement of a 4.0x16mm taxus element stent. Post dilation was performed. Residual stenosis was 10%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient expired. The cause of the sudden death is unknown.